Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their old insulin pump was delivering insulin even when they were low. The customer¿s blood glucose level was unknown at the time of the incident. The customer was now just giving themselves manual boluses using the pump. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.